Manufacturer narrative:
Initial and final MDR (B)(4).device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four kinked cannula events from (B)(6) 2024 . The site was patient's upper buttocks. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available